Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The cause of the reported issue was determined to be unexpected high ultra filtration for therapy compared to other therapies. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013, 22:27:42. During night drain cycle three, the patient's ultrafiltration reading was 1288 ml, indicating the home patient (hp) drained 1288 ml more than their maximum programmed fill volume of 190 0ml. No further information was available.